Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during left eye vitrectomy and macular hole surgery, an ophthalmic forceps would not opened. Procedure details and patient impact were not reported. Surgery was completed after replace with new forceps.

Manufacturer narrative:
The investigation is completed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).